Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. Also, the device passed the dat test at 0.08770 inches. No possible over or under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 125 mg/dl at the time of incident. The current blood glucose was 275 mg/dl. Drive support cap was normal. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump because customer was giving bolus and blood glucose go for little and it rises continuously. There was no air bubble and leak. The product will return for the analysis.